Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was performing prime and was unable to exit the preparing to prime loop. Customer stated she got stuck in the rewind complete/bolus delivery loop. Customer was able to move up and down between 12hr/24hr at the time setup screen but could not enter anything when pressing act. She could hear an alarm but could not see the message. Customer did try to deliver a bolus while in the rewind/fill tubing process. Customer was advised to remove the battery for 11 minutes. She was assisted with clearing the battery out limit and bolus stopped alert and performing prime. She was explained that this occurred due to attempting a bolus while in the rewind/fill tubing process. Nothing further reported.